Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle mechanism fully deployed before the pod was able to be used and the cannula was reportedly bent. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
Correction to h6 - adverse event problem medical device problem code from: a050501 failure to fire to: a150103 premature activation.